Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. Reportedly, femoral imaging was not performed. The IFU, also states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using four prostyle devices after an emergency st elevation myocardial infarction (stemi) intervention with a 14f sheath. Reportedly, the first prostyle was deployed, but the suture snapped as tension was applied prior to knot advancement. The second prostyle was deployed, but same as the first prostyle, the suture snapped as tension was applied prior to knot advancement. It was noted that the sutures of the first and second prostyle devices appeared brittle. Then, a third prostyle device was attempted; however, the entire suture came out of the anatomy with the knot formed/intact. A fourth prostyle device was attempted; however, same as the third prostyle, the entire suture came out of the anatomy with the knot formed/intact. As the patient was scheduled to remain hospitalized overnight, the 14f sheath was re-inserted to allow the blood to thicken and hemostasis was achieved via manual arterial compression the following day. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Adverse event problem: device code 1494 clarifier: indication for use; device code 2017 clarifier: failure to follow steps/instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The three additional prostyle devices referenced herein are filed under separate medwatch report numbers.